Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - expiration date, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. The most probable cause was the cap fell off because it was not secured to the endoscope with medical tape. The cause of the cap tearing could not be identified, as no defective product was found and there were no issues with the DHR. Because the subject device was not available for evaluation, the cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic denture retrieval procedure, the disposable distal attachment detached from the distal end of the endoscope and fell off into patient¿s stomach. The device was reported not tapped to the distal end of the scope. When the attachment was retrieved, the mounting section designed to attach to the scope was found to be torn. Despite attempts to retrieve the denture, retrieval was unsuccessful, and the patient was transferred to another hospital. The patient¿s condition after transfer is unknown. There were no reports of patient harm.